Manufacturer narrative:
The issue in cer 82383 is deemed as a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs which were caused because the device had been in continuous use for 1,5 years without maintenance. The problem could be solved by performing a preventive maintenance according to suppliers' instructions. Within this investigation it has been confirmed that the user failed to perform preventive maintenance or ask a trained engineer to perform it before the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. As the complaint (B)(4) was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to get additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.

Event description:
While this c1 was being used on a patient, an alarm sounded, and ventilation stopped. This phenomenon did not occur after a forced shutdown followed by a reboot. The use of this c1 on the patient was resumed by the decision of the hospital. This patient has no health problems.